Event description:
It was reported that guide wire entrapment occurred. The target lesion was located in the superficial femoral artery. A 18, 300cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, the wire became stuck in the catheter. The device had to be removed completely but the operator had lost access. Another two of the same device and the same size were used but both wires failed. The procedure was completed with a non-bsc guide wires. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that guide wire entrapment occurred. The target lesion was located in the superficial femoral artery. A 18, 300cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, the wire became stuck in the catheter. The device had to be removed completely but the operator had lost access. Another two of the same device and the same size were used but both wires failed. The procedure was completed with a non-bsc guide wires. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The returned device showed a kink in the body, located approximately at 211 cm from the proximal end. No more damages were found in the device. The outer diameter of distal tip, middle of the device and the proximal section were measured and are within specifications.